Manufacturer narrative:
E1: initial reporter first name: (B)(6), e1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Literature article: joão c., patrícia m., ana m., patrícia b. "Successful treatment of staphylococcus peritonitis using oral linezolid without catheter removal in a peritoneal dialysis patient". Portugal journal of nephrology & hypertension, vol 37, no 1 (february), 2023: pp 28 - 30. Doi:10.32932/pjnh.2023.02.222. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A study was performed in which a peritoneal dialysis (pd) patient experienced peritonitis manifested by intense diffused abdominal pain and cloudy peritoneal drainage fluid. The patient was hospitalized and was initially treated with a single dose of gentamicin (80mg, intravenous) and cefazolin (2000mg, intravenous) for the event followed by intraperitoneal route of treatment. The patient then began treatment with linezolid 600 mg (10mg/kg) (oral, twice daily for 21 days) for the event. It was reported that pd catheter was not removed. The cause of peritonitis, hospitalization and patient outcome were not reported. No additional information is available.